Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 4.0.2, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) on sunday, (B)(6) 2026, for hyperglycemia and diabetic ketoacidosis (dka) while wearing the pod on their arm for longer than 48 hours. The patient¿s blood glucose levels rose to over 400 mg/dl. Symptoms reported included stomach pain and vomiting. The patient's mother further stated the pod site was a little red, which is usual. The patient was treated with a manual insulin shot. The date of hospital discharge was not provided.